Event description:
It was reported that there were cracks on the customer's insulin pump, which occurred a few months ago. Customer's blood glucose level was 108 mg/dl. Customer is unaware of how the damage occurred. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had a cracked case at display window corners, cracked battery tube threads, debris under the display window, cracked reservoir tube and a cracked reservoir tube lip. No crack noted on display window or glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.